Event description:
It was reported that the patient experienced a lack of therapeutic effect. The patient experienced tremors in their hands and "did not feel right". The patient programmer indicated that the patient's devices were no longer on. The patient was unable to turn devices back on. After repositioning the antenna, the patient was able to turn both devices back on. Refer to manufacturer's report #3004200905191.

Manufacturer narrative:
(B) (4).